Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The foggy image. This event occurred at the time of before use. There was no report of patient harm.